Manufacturer narrative:
H10: the device was returned to the manufacturer on march 10, 2020. Received one (1) used 142480489 primary plum set attached to a unknown list number bag spike adapter w/ spiros and a ch-14 chemoclave vented bag spike. The complaint of leakage on the one (1) used 142480489 primary plum set could not be confirmed. The set was visually examined. There were no residuals on the vent plug juncture, and there were no anomalies noted. The set was leak tested per product specification. There were no leaks from the vent plug juncture with the cap closed or opened. There were no leaks anywhere along the fluid path. The returned one (1) used 142480489 primary plum set met product specification.

Manufacturer narrative:
The device is expected to return to the manufacturer; it has not been received.

Event description:
The event involved a report that a plum set leaked from the filter vent when the nurse prepared to continue the second round of etoposide 130mg infusion. The leak was noted right after the completion of the first round of etoposide 130mg infusion. The leaked chemo drug was found on the floor and there was none on the patient.

Manufacturer narrative:
The complaint of leakage on the 142480489 plum set could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. The photo showed the drip chamber of the plum set. However, there is no evidence of leakage on the photo. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 4144187 was reviewed and no non conformance were found that would have led to the reported complaint.